Event description:
This complaint refers to the second malfunction mentioned: doctor reported that abutment screw at tooth site 36 lost initial strength several times.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d3: manufacturer email address d4: additional device information d9: device availability g1: contact office (and manufacturing site for devices) contact name and email g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) zoa343s (abut contour 3.5x4.5 3mm cuff) for evaluation. Visual evaluation was performed, there was signs of use. No fractured was identified with the abutment or attached screw. Unable to remove screw for inspection. Threads worn. Unable to confirm loosening with all the available information. Device history record (DHR) review was completed for the subject lot number 63836216. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63836216 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : device malfunction. Based on the investigation and risk management file review, the most likely root cause(s) determined from the investigation was the abutment cone over-prepped; user error, insufficient instructions for use, insufficient training. Therefore, based on the available information, a device malfunction could not be verified. Unable to confirm loosening with all the available information. The reported loosening event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.